Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failed self test alarm on the insulin pump. The customer's blood glucose was 174 mg/dl. The customer was unable to verify if the insulin pump passed a self-test alarm. The customer also reported a button error alarm occurring, but the alarm was not confirmed in the insulin pump's history. The customer also reported attempting to clear the failed self test alarm, but the alarm persisted. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened esc and act buttons dome switch. No unlocked lcd keypad connector noted. However, unit was received with constant failed self-test alarm, problem isolated to rf board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify low battery alarm due to failed self-test alarm. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, stained address/serial number label and stained end cap sticker.